Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Pati ent information is not generally available due to confidentiality concerns. (B)(4).